Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (sn: (B)(4)) found no anomalies. Conclusion code applies to the recharger. Code still applies to the neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that since the patient got their new ins recharger they had been experiencing burning on the skin over the ins, heating of the ins and pain that shoots down their right arm. There were no further complications reported as a result of the event.

Manufacturer narrative:
Other applicable components are: product ID 37651 lot# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare professional (hcp) reported that they supplied the patient with a temporary recharger which resolved the issue. No difficulty nor symptoms were experienced with the replacement recharger. The patient later reported the insr antenna was getting hot and they were getting a tingling sensation in addition to the shooting pain and burning at the ins site. The hcp and rep suggested the patient get a new recharger. A replacement recharger was sent to the patient. No further complications are anticipated.